Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One cassette was received with heater line cut and solution bags attached in reference to system error 2240. The cassette was visually inspected with solution noted throughout set. The cassette was placed on a machine for priming and it ran with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) stated that he had disconnected during therapy. The technical service representative (tsr) explained the alarm to the hp. The hp then revealed that he was sleeping when he had the alarm. The tsr advised to notify the nurse about the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that he did not disconnect at any time during therapy and there were no unclamped lines. The hp did not start over with new supplies as he was toward the end of therapy. The hp did contact his nurse to notify her about the alarm. No patient injury or medical intervention was reported.